Event description:
During troubleshooting, the customer reported missing icon on the screen display of the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.